Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls do not indicate an issue. The instrument alarm trace does not indicate an issue. Based upon information provided, there were bubbles on the patient sample. In cases where a stable foam is present on the sample, the bubble check of the instrument might not detect the issue. No adverse events were reported.

Event description:
The user received a questionable pro-bnp result for one patient sample from the cobas e601 analyzer serial number (B)(4). The initial result was 395 pg/ml which was reported outside the laboratory. When the sample came off the instrument, the operator noticed the sample contained a lot of bubbles. The operator removed the bubbles and recentrifuged the sample, then repeated testing. The repeat result was 15,603 pg/ml and a corrected report was issued. The patient was not adversely affected. Upon evaluation of the analyzer, the field service representative could not determine a cause and took no remedial action. He checked the level detection and pressure sensor for proper operation and verified the bubble detection was turned on. The user ran calibration and quality control with results within specifications.